Manufacturer narrative:
Additional information: b3, d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'system error 345.' Was not reproduced. A review of the event history log (ehl) revealed no occurrences of 'system error 345.' Messages. Thermistor testing was performed and device is within range. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was not determined. The ultrasonic sensor will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during an unspecified process step. There was no patient involvement. No additional information is available.